Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. To address the issue, tandem technical support decided to send a replacement cable and adapter, but the customer declined further follow-up. No additional information regarding the outcome was received.